Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that broke during a procedure. The patient was being treated with onyx embolization of a fistula. The external carotid artery (eca) was the access vessel and the access vessel diameter was 4mm. Vessel tortuosity was normal. It was reported that the apollo catheter was navigated up the eca to the desired embolization location. The onyx-18 solution was deployed. Some reflux occurred to about 2cm from the distal tip and did not pass the 5cm marker on the catheter. The injection of the solution was continuous over 15 seconds. Following successful embolization, the surgeon attempted to remove the catheter but the catheter seemed entrapped and instead of breaking off at the detachment zone, the catheter separated about 30cm from the distal tip. The surgeon was able to reposition the remaining catheter segment up into the eca. The broken segment of the catheter remained in the patient but there were no subsequent adverse events or symptoms reported due to the remaining catheter.

Event description:
Additional information received reporting that continuous flush was maintained through the guide catheter during the procedure. The patient was treated for fistula of the superior saggital sinus fed by bilateral mma. Vessel tortuosity was moderate but within normal expectations for the anatomical location. It was confirmed that 30cm of the catheter remained in the patient and aside from the catheter remaining in the patient's body, the patient had no adverse effects or symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-05-22 mpxr_725535 (for, hcp, rep): medtronic received information regarding an apollo catheter that broke related to entrapment in onyx solution during a procedure. The patient was being treated with onyx embolization of a fistula. The external carotid artery (eca) was the access vessel and the access vessel diameter was 4mm. Vessel tortuosity was normal. It was reported that the apollo catheter was navigated up the eca to the desired embolization location. The onyx-18 solution was deployed. Some reflux occurred to about 2cm from the distal tip and did not pass the 5cm marker on the catheter. The injection of the solution was continuous over 15 seconds. Following successful embolization, the surgeon attempted to remove the catheter but the catheter seemed entrapped and instead of breaking off at the detachment zone, the catheter separated about 30cm from the distal tip. The surgeon was able to reposition the remaining catheter segment up into the eca. The broken segment of the catheter remained in the patient but there were no subsequent adverse events or symptoms reported due to the remaining catheter. 2020-06-15 e1 (for, hcp, rep): additional information received reporting that continuous flush was maintained through the guide catheter during the procedure. The patient was treated for fistula of the superior saggital sinus fed by bilateral mma. Vessel tortuosity was moderate but within normal expectations for the anatomical location. It was confirmed that 30cm of the catheter remained in the patient and aside from the catheter remaining in the patient's body, the patient had no adverse effects or symptoms.

Manufacturer narrative:
The apollo total length was measured to be ~145.8cm and the usable length was measured to be ~139.5cm which is not within specification (specification: 165.0cm ± 2.5cm). When compared to the product drawing ~25.5 of the apollo micro catheter was found separated and not returned. It was reported the separated catheter segment remains within the patient. Onyx residue was found within the apollo hub. No bends or kinks were found with the catheter body. The tubing material of the apollo separated end exhibited with stretching, necking and jagged edges. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation¿ was confirmed as the apollo was found separated. The tubing material at the separated end exhibited plastic deformation (jagged edges, stretching, and necking) which indicates that the apollo separated as the tensile strength of the tubing material was exceeded. It is likely the apollo micro catheter became entrapped causing the catheter to separate. It is likely excessive force was applied and the apollo micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Difficult catheter removal/entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. However, the cause for the ¿catheter entrapment¿ could not be determined. It was reported onyx reflux of ~2cm occurred but did not pass the 5cm marker on the catheter and the patient vessel tortuosity was ¿normal¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.